Event description:
Placed dbs (deep brain stimulation) lead; when connected to monitoring, equipment stated high impedence. Therefore unable to record. Removed lead, placed new lead without incidence.